Event description:
Snare catheter broke off during inferior vena cava filter retrieval. The snare device traveled into the patient's right ventricular outflow tract. The snare device was not able to be retrieved and the patient was transferred to another facility for interventional radiology services to remove the snare device.